Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant (3.03 volts) was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping sounds and a fault code was detected. A memory download was sent to the boston scientific technical services (ts). A boston scientific engineer reviewed the data and confirmed that a low voltage fault had been declared as a result of an additional current drain on the device¿s battery. Ts also indicated that the device hardware was not detecting the loss of battery energy and because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate and should no longer be relied upon to determine the depletion status of the device. A device replacement was recommended. The ICD remains in service. No adverse patient effects were reported. Additional information received indicating that the ICD was explanted and was replaced. The ICD was no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.